Manufacturer narrative:
The patient remains on going with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Additional information: a direct relationship between the device and the reported event could not be determined as the lvad remained in use at the time of the event; however, the device was later returned for evaluation. Reference MFR # 2916596-2015-01235. A review of the device history record revealed that the device met applicable specifications. The manufacturer is closing the file on this event.

Event description:
On december 29, 2014 additional information was provided indicating that the patient was still ongoing and the heartmate ii pump will not be returning at this time as it is still in use by the patient. No further complaints have been noted.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient came into clinic post right heart catheterization (rhc) that included a hold of coumadin that was bridged with lovenox. The patient came into clinic a few days later with shortness of breath and stating that he had felt bad for the past couple of days with flu like symptoms and stated he hadn't eaten or drank much in the past few days. Lab work performed and pf was 37 and lactate dehydrogenase (ldh) level at 1100. No alarms were noted. The patient was started on a heparin gtt and ldh level decreased back to 500. The plan is to send the patient home on a higher international normalized ratio (inr) ratio.